Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the customer was using probe internally within the pt, but externally a blister formed. The blister was noticed at the time of the completion of the procedure.